Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was exposed to fluid. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they do hear fluid when shaking the pump. Customer stated that they see fluid under the lcd. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.